Event description:
The dentist reported that this locator abutment screw fractured.

Manufacturer narrative:
Upon the complaint investigator's visual inspection, this device was returned fractured at approximately the 1st thread. The rounded portion that retains of the overdenture, shows signs of wear, indicative of use. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. The investigation review did not identify information suggesting the product contributed to the event. No details were provided regarding the placement and/or maintenance activities. Definitive root cause could not be determined. (B)(4)